Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during cataract surgery in an ophthalmic system there was no or very little followability and no grasping during the surgeries. During quadrant phase, each fragment did not remain at the tip, and went back, repeatedly. Which made the surgeon use more ultrasound when not usually needed, causing complication including capsular break. The patient experienced capsular rupture without vitreous release, intra ocular lens was placed successfully. The surgery was completed on the same day. There was no patient harm.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Corrected information: from section h.6 a1405 has been retracted and it is no longer applicable for this event. The company representative was able to replicate the reported ultrasound issues. To address those issues, the nonconforming ultrasound (us) module was replaced. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. A posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The reported ultrasound issues were attributed to the nonconforming us module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.